Event description:
When you select above 30 joules and press the charge button the device automatically resets. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.